Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered multiple alerts for low out of range (oor) pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.